Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the meter and no issues were observed. The reader turns on with a press of the button. The reader will not turn on with the insertion of a strip. Visual inspection was performed on a de-cased reader. It was observed that contamination was present on the strip port. This compliant not confirmed due to a use issue.

Event description:
A customer reported that on (B)(6) 2019 he received the error message, "scan again in 10 minutes," when scanning his adc freestyle libre sensor. As a result of not being able to obtain a measurable scan from the sensor, the customer attempted to perform a blood glucose measurement on the adc built-in meter, however the meter would not turn on when the test strip was inserted. He further reported that at the time when the issues with testing occurred he was experiencing hypoglycemic symptoms and subsequently lost consciousness. Paramedics were called and treated the customer with "glucose" via an unspecified route of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The reported medical event involved two different adc devices thus, each device will be reported under separate medical device reports. MDR #2954323-2019-05007, previously sent, reported on: sensor (B)(4). This MDR is reporting the reader: (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2019 he received the error message, "scan again in 10 minutes," when scanning his adc freestyle libre sensor. As a result of not being able to obtain a measurable scan from the sensor, the customer attempted to perform a blood glucose measurement on the adc built-in meter, however the meter would not turn on when the test strip was inserted. He further reported that at the time when the issues with testing occurred he was experiencing hypoglycemic symptoms and subsequently lost consciousness. Paramedics were called and treated the customer with "glucose" via an unspecified route of administration. There was no report of death or permanent injury associated with this event.